Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the false downstream occlusion alarms, but could not reproduce the error. The unit passed downstream occlusion testing. The downstream sensor was calibrated to ensure accurate downstream occlusion detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm there was no patient involvement.